Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert from the implantable cardioverter defibrillator and presented to the hospital. Upon examination, the device was found exhibiting a battery performance alert. The device was then explanted and replaced. The patient was discharged in stable condition following the procedure.